Event description:
Patient stated the adhesive pad did not stay attached to her body yesterday after wearing v-go for a few minutes. Patient stated she discarded the v-go and used her pen instead. Patient stated she wears the v-go on her abdomen.